Event description:
Since having essure, I have become sick almost daily. I get headaches, nausea, pelvic pain, anxiety attacks, and have heavy bleeding during periods. I have also missed periods, painful intercourse, vaginal infections, bleeding in between periods and painful cramps. Stabbing/sharp pains in pelvic area where my fallopian tubes are located. I have lost almost 30 lbs since having essure due to the fact I have a hard time "reading" because of the nausea. I also feel like my quality of life had drastically changed for the worst as I can no longer get out and play with my three children. I have "slash" been diagnosed with high blood pressure since having essure. I was healthy before having this procedure and now I wake up every day feeling like I am literally knocking on death's door.

Event description:
(B)(4). I have since received documentation of being implanted with essure and also reference and lot numbers of the devices I was implanted with. On (B)(6) 2015 I underwent a laparoscopic vaginally assisted hysterectomy with a bilateral salpingectomy. I have a photo that shows the left coil had perforated my tube.